Event description:
The pt had two leads (from the same lot). During the trial period, the pt had fallen. Afterwards, coverage was inadequate and the pt experienced weakness in her legs. It was also reported the pt experienced stimulation in her foot instead of her back. The pt went to the emergency room for x-rays and no anomalies were found. On (B)(6) 2012, both leads were removed. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.